Event description:
A user facility reported that during intraocular lens (iol) implant surgery, the capsular bag ruptured. Add'l info requested has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Prod history records were reviewed and all documents indicate the prod met release criteria. There have been no other complaints received in the lot number. Add'l info was requested by mail and fax on 08/28/2008 and by phone on 7/25/2008 and 06/07/2008. A completed questionnaire has not been received. This report was mailed to FDA on: 08/22/2008.